Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock in place, scratched case, minor scratched lcd window, cracked select button keypad overlay and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery life less than a week. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.